Event description:
Information received by medtronic indicated that the customer received no motor movement or negligible movement. Retries to free a stuck motor failed (pump error 38) alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm and also the customer was unable to complete the pump rewind. The customer will discontinue to use the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump error 37 occurred during rewind test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Pump failed rewind test due to pump error 37. Successfully downloaded history files and traces using thump. Several pump error 38 alarms were found in the history files on 24-apr-2023 from 13:42:21.00 to 16:02:52.00 due to dried insulin in the motor slide and a corroded home switch. Pump error 37 was confirmed during testing due to coasting or backoff timeout during rewind . Pump was cut open to perform visual inspection and found a corroded home switch, dried insulin in the motor slide, and evidence of moisture on pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, scratched case, serial number label missing. Pump error 38 confirmed in the history files due to dried insulin in the motor slide and a corroded home switch. Pump error 37 was confirmed during testing due to coasting or backoff timeout during rewind caused by dried insulin in the motor slide and a corroded home switch. The pump did not pass the full drive test. Pump was exposed to moisture confirmed on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.